Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level. Blood glucose level at the time of the incident 53 mg/dl. The customer stated that, the customer's blood glucose going up to 250 mg/dl and like they have issues with sites and they changed set and had blood at site. The insulin pump will not be returned for analysis.